Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedures: posterior spinal fusion; lumbar decompression l4-5. Rh-bmp-2/acs was implanted inside patient's body. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.